Event description:
It was reported that pump experienced malfunction alarm with code malf 16, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset pump, assisted caller with reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction returned, which customer acknowledged and understood.